Manufacturer narrative:
Analysis on the returned em field generator resulted in an electrical failure being found through functional testing and visual/ physical examination. Analysis states that the field generator, all ports displayed as tracking normally. Within approximately five minutes, the axiem, field generator and all tools/ports went into a red not tracking status. Eminterface shows a fault on drive six. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site's navigation system was unable to track instruments. The representative stated that the site were unable to recognize the patient tracker and when going into the emitter details everything was showing as red. The system was re-booted, but did not resolve the issue. The representative was able to bring in another navigation system to complete the procedure. There was no delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter is showing red status in details and is unable to track the instrument. The representative replaced the emitter. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site's navigation system was unable to track instruments. The representative stated that the site were unable to recognize the patient tracker and when going into the emitter details everything was showing as red. The system was re-booted, but did not resolve the issue. The representative was able to bring in another navigation system to complete the procedure. There was no delay to the procedure and no impact on patient outcome.